Event description:
It was reported that the customer's insulin pump had a corrupted memory alarm. It was also reported that the customer had a blood glucose level that declined to 50mg/dl. Customer's blood glucose level at the time 117mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display after counting up to number 7 problem isolated to interface board. The insulin pump was unable to verify for alarm, check setting alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery, self-test and displacement test due to blank display. The insulin pump received cracked case at display window corners and cracked reservoir tube lip.